Manufacturer narrative:
The pump was received with minor scratches on the lcd window, cracked battery tube threads and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had damage. The blood glucose at the time of the incident was unknown. The customer states insulin pump was damaged while horseback riding. The screen on the insulin pump was severely scratched and the customer states they were unable to read. The customer was advised to discontinue use of the insulin pump and revert to a backup plan. The insulin pump will be returned for analysis.